Event description:
A pantera pro coronary dilatation catheter was chosen for treatment of a congenital stenosis in the pulmonary artery of a (B)(6) months old baby. The balloon ruptured at 10 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 8.5 mm. Microscopic inspection of the balloon surface showed deep scratches in close vicinity of the tear. It therefore seems likely that the tear in the balloon was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined. The root cause is most likely related to the patients anatomy. It should be noted that, according to the IFU, the pantera pro is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion.